Event description:
Facility alleges blood leak during dialysis. Chief tec reports leak occurred two minutes after start of treatment on preprocessed dialyzer. Pt restarted on another dialyzer. Estimated blood loss > 100 cc. No further medical intervention required.